Manufacturer narrative:
Button error alarm and no button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, broken belt clip slot, and cracked reservoir tube lip were noted. No moisture damage on the electronic assembly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer fell into the lake and the insulin pump was submerged for a few seconds. The insulin pump locked. Customer's blood glucose level was 116 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.